Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a undersense beat. Technical services (ts) was consulted and explained the detection is no delayed. The device remains in service. No adverse patient effects were reported.